Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported a left side inquiry from patient "has a confirmed diagnosis of bia-alcl per biopsy." Additionally healthcare professional stated patient has textured implants, swelling and fluid in breast. Device remains implanted.